Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on 11/28/2001 and removed/replaced on 6/14/2006 due to a malfunction. A pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a group of striations, indicating contact with unshod instrumentation, on each exhaust tube of the cylinders. Testing revealed these to be sites of leakage. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump or reservoir. Based on qa's recreation of the position of the pump tubes according to the abrasion pattern, this demonstrates that the tubes were overlapping each other while in-vivo. Because these components were released according to manufacturing and quality control procedures, qa concluded that the observed instrument separations noted in the exhaust tubes of both cylinders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, qa concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Therefore, because the available information did not provide any indication as to what factors may have contributed to the malfunction and because no functional abnormailites were observed other than instrument damage, qa cannot determine the cause of the reported event.

Event description:
According to the information there was a malfunction.